Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain(sharp pains, consistent pains)") and autoimmune thyroiditis ("hashimoto's disease/autoimmune disorder") in a (B)(6) -year-old female patient who had essure inserted for female sterilisation and . The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1990, (B)(6) 1993, (B)(6) 2003. First baby was a breech birth and an emergency cesarean section was needed. Second baby was a vbac delivery, and third baby was small for gestational age, and delivered via cesarean section. All three live births were healthy babies), miscarriage (at age fifteen) and abortion (at age sixteen). Previously administered products included for birth control: ovral 28 from 2004 to (B)(6) 2013. Concurrent conditions included body mass index normal and fine needle aspiration biopsy (nodules on thyroid). Concomitant products included liothyronine on (B)(6) 2017 for hashimoto's disease. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("bad joint pains all the time (pain in back, hips and hands persistent and severe)"), pain in extremity ("bad joint pains all the time (pain in back, hips and hands persistent and severe)") and menorrhagia ("very heavy menstrual cycles"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced thyroid mass ("nodules on thyroid"), fatigue ("chronic fatigue"), back pain ("bad joint pains all the time(pain in back, hips and hands) persistent and severe"), feeling abnormal ("bad mental fog"), alopecia ("thinning hair"), uterine pain ("severe and persistent uterine pain/sharp pains on my left side of uterus"), sensitivity of teeth ("very sensitive teeth/tooth sensitivity"), vaginal haemorrhage ("abnormal heavy vaginal bleeding"), dysmenorrhoea ("dysmenorrhea/painful periods"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and abdominal pain lower ("painful cramping"). The patient was treated with ibuprofen, meloxicam, tranexamic acid, levothyroxine sodium (synthroid) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, thyroid mass, fatigue, back pain, feeling abnormal, alopecia, vaginal haemorrhage and mental disorder had not resolved, the arthralgia, pain in extremity, uterine pain, sensitivity of teeth, dysmenorrhoea and menorrhagia had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune thyroiditis, back pain, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, mental disorder, pain in extremity, pelvic pain, sensitivity of teeth, thyroid mass, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: she believe that, she was injured by the essure device but she was unable to specifically recall the date that she suspected the injury was related to the device itself as opposed to some other cause, or causes, or the procedure to implant the essure device itself. She also not sure if the symptoms she had were just related to natural changes in her body. Patient is not allergic to nickel or any other component of essure and also did not claimed hypersensitivity reaction to nickel or any other component of essure. Essure removed, she did not retain the essure or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Diagnostic aspiration - on (B)(6) 2015: not reported. Hysterosalpingogram - on (B)(6) 2013: my tubes were blocked. Ultrasound scan - on an unknown date: a small fibroid. Bloodwork on (B)(6) 2013 that revealed that I have antibodies for autoimmune thyroiditis. Hysterosalpingogram done on (B)(6) 2013. (B)(6) 2016, operative note:the bipolar and monopolar devices were used. The tubes were grasped and cauterized with monopolar with care being made to avoid disturbing the essure coils. The uteroovarian ligaments were cauterized with bipolar and cut with monopolar. The round ligaments were cauterized with bipolar and cut with monopolar. The anterior bladder flap was created and posterior peritoneal window was created. Uterine arteries were cauterized with bipolar and cut with monopolar. The specimen was then removed by cutting around the cervical cup with monopolar. Uterus and tubes were removed vaginally. The cuff was then closed with 2-o v-loc in a running stitch. Good hemostasis was achieved. A single part was removed. Fascia was closed with 0 vicryl. Skin was closed with 4-0 monocryl. Diagnostic cystoscopy was performed. The bladder limning was normal and there were bilateral ureteral jets noted. The patient tolerated the procedure well and returned to recovery room in stable and satisfactory condition. Final diagnosis: uterus, cervix, bilateral fallopian tubes, and hysterectomy: uterus with proliferative endometrium, adenomyosis and leiomyoma. Chronic cervicitis. Bilateral fallopian tubes with para tubal cysts. Bilateral essure coils. Clinical history: menorrhagia, essure problem. Gross description: it contains a uterus with attached cervix and bilateral fallopian tubes, the specimen weight 94.5gm. The uterine corpus measures 4.54.5*3cm. The attached cervix measures 3.2cm in length. The ectocervix measures 3.1cm in diameter and has a .08cm salt-like os. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs and medical records received: pfs received: reporters details added. (B)(4) names added. Event severe and persistent pelvic pain(sharp pains, consistent pains), hashimoto's disease/autoimmune disorder, autoimmune thyroiditis, bad joint pains all the time(pain in back, hips and hands) persistent and severe, chronic fatigue, bad mental fog, thinning hair, bad joint pains all the time (pain in back, hips and hands persistent and severe), severe and persistent uterine pain/sharp pains on my left side of uterus, very heavy menstrual cycles, very sensitive teeth/tooth sensitivity, abnormal heavy vaginal bleeding, dysmenorrhea/painful periods, bad joint pains all the time (pain in back, hips and hands persistent and severe), essure caused or aggravated any psychiatric and/or psychological condition, nodules on thyroid. Historical, concomitant condition, lab data has been added. Reporters were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain(sharp pains, consistent pains)') and autoimmune thyroiditis ('hashimoto's disease/autoimmune disorder/hashimoto's disease, an autoimmune disorder shortly after having my essure inserted in 2013') in a 41-year-old female patient who had essure inserted for female sterilisation and . The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1990, (B)(6) 1993, (B)(6) 2003 first baby was a breech birth and an emergency cesarean section was needed. Second baby was a vbac delivery, and third baby was small for gestational age, and delivered via cesarean section. All three live births were healthy babies), miscarriage (at age fifteen) and abortion (at age sixteen). *bloodwork on (B)(6) 2013 that revealed that I have antibodies for autoimmune thyroiditis. Hysterosalpingogram done on (B)(6) 2013 and (B)(6) 2013 (B)(6) 2016, operative note:the bipolar and monopolar devices were used. The tubes were grasped and cauterized with monopolar with care being made to avoid disturbing the essure coils. The uteroovarian ligaments were cauterized with bipolar and cut with monopolar. The round ligaments were cauterized with bipolar and cut with monopolar. The anterior bladder flap was created and posterior peritoneal window was created. Uterine arteries were cauterized with bipolar and cut with monopolar. The specimen was then removed by cutting around the cervical cup with monopolar. Uterus and tubes were removed vaginally. The cuff was then closed with 2-o v-loc in a running stitch. Good hemostasis was achieved. A single part was removed. Fascia was closed with 0 vicryl. Skin was closed with 4-0 monocryl. Diagnostic cystoscopy was performed. The bladder limningwas normal and there were bilateral ureteral jets noted. The patient tolerated the procedure well and returned to recovery room in stable and satisfactory condition. Final diagnosis: uterus, cervix, bilateral fallopian tubes, and hysterectomy: uterus with proliferative endometrium, adenomyosis and leiomyoma. Chronic cervicitis. Bilateral fallopian tubes with para tubal cysts. Bilateral essure coils. Clinical history: menorrhagia, essure problem. Gross description: it contains a uterus with attached cervix and bilateral fallopian tubes, the specimen weight 94.5gm. The uterine corpus measures 4.54.5*3cm. The attached cervix measures 3.2cm in length. The ectocervix measures 3.1cm in diameter and has a .08cm salt-like os. Previously administered products included for birth control: ovral 28 from 2004 to (B)(6) 2013. Concurrent conditions included body mass index normal, thyroid fine needle aspiration (nodules on thyroid), uterine fibroid, hyperplasia, uterine leiomyoma and paratubal cyst. Concomitant products included liothyronine since (B)(6) 2017 for hashimoto's disease as well as povidone-iodine. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("bad joint pains all the time (pain in back, hips and hands persistent and severe)") and menorrhagia ("very heavy menstrual cycles"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), 2 months 9 days after insertion of essure. In (B)(6) 2013, the patient experienced feeling abnormal ("bad mental fog") and alopecia ("thinning hair"). In (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"). In 2014, the patient experienced hyperaesthesia teeth ("very sensitive teeth/tooth sensitivity"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/painful periods"). In (B)(6) 2015, the patient experienced uterine pain ("severe and persistent uterine pain/sharp pains on my left side of uterus"). On an unknown date, the patient experienced thyroid mass ("nodules on thyroid"), back pain ("bad joint pains all the time(pain in back, hips and hands) persistent and severe"), vaginal haemorrhage ("abnormal heavy vaginal bleeding"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and abdominal pain lower ("painful cramping"). The patient was treated with ibuprofen, levothyroxine sodium (synthroid), meloxicam, tranexamic acid, fine needle aspiration biopsy of thyroid and surgery (total laparoscopic hysterectomy with bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, thyroid mass, fatigue, back pain, feeling abnormal, alopecia, vaginal haemorrhage and mental disorder had not resolved, the arthralgia, uterine pain, hyperaesthesia teeth, dysmenorrhoea and menorrhagia had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune thyroiditis, back pain, dysmenorrhoea, fatigue, feeling abnormal, hyperaesthesia teeth, menorrhagia, mental disorder, pelvic pain, thyroid mass, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: she believe that, she was injured by the essure device but she was unable to specifically recall the date that she suspected the injury was related to the device itself as opposed to some other cause, or causes, or the procedure to implant the essure device itself. She also bilateral essure coils (gross exam only). Not sure if the symptoms she had were just related to natural changes in her body. Patient is not allergic to nickel or any other component of essure and also did not claimed hypersensitivity reaction to nickel or any other component of essure. Essure removed, she did not retain the essure or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Diagnostic aspiration - on (B)(6) 2015: results: not reported. Hysterosalpingogram - on (B)(6) 2013: results: my tubes were blocked. Ultrasound scan - on an unknown date: results: a small fibroid. Concerning the injuries reported in this case, the following one/ones reported via social media :abdominal pain lower. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received- event muscle spasm updated to abdominal pain lower. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.